Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation:visual analysis of the photographs identified; device patch with lot number 1811920, brown particles on the shell, and an opening on radius. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Physician reported a right side rupture diagnosed by ultrasound. Device has been explanted.

Event description:
Physician reported a right side rupture diagnosed by ultrasound. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on posterior, red particles in the shell and weight to the spec. A visual and microscopic analysis was performed which identified: sharp opening on posterior and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: sharp opening on posterior assessed as an unidentified (tear) opening.